Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 10/30/2014 with the following findings: a review of the pump black box data revealed that data had been overwritten from continued use; however, losses of prime were recorded due to low, non-zero and zero forces. A no cartridge detected alarm was also recorded in the black box. A loss of prime was not duplicated during testing. The force sensor calibration reading was low and not within specifications. The pump case was removed and the trace on the force sensor flex was cracked at the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings for months. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.